Event description:
The customer reported that the unit showed an error message that was not resolved by cycling power.

Manufacturer narrative:
The factory has yet received the device for evaluation and this complaint is still under investigation.